Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial#: (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer concerning patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported patient is unable to connect to her ins and charge her ins since "thursday or friday". Caller said that if the patient tries to start charging her ins her recharger (insr) will beep and not "link" to her ins. The patient was going to meet with manufacturer representative (rep) to ¿jump start¿ the battery. The patient had been in real pain since her ins was ¿out of battery.¿ subsequently it was reported that a physician recharge mode (prm) was performed and the recharger would not connect to the ins. The caller stated that the patient reported before they noticed the ins had died, the recharger was showing the reposition antenna screen. The caller was concerned that the recharger was not working properly since the patient had seen the reposition antenna screen. The last successful recharge was about 2 weeks prior to report. The insr stats were checked and the last recharge session showed date of (B)(6) 2000. It was reviewed that the recharger has either been reset or never used and the likely the ins has not been charged for quite some time. Multiple prms would be needed. The rep completed 2 prms with no success. The caller attempted to read the ins with the tablet which showed the ins level was too low to sustain programming session and to recharge. The caller stated that can feel the ins and are right on top of it and continue to get reposition antenna screen. Antenna locate was performed which provided range of 34-52 and average of mid 40s. It still showed reposition antenna screen upon attempt to recharge. The recharger was reset with no success. The caller stated the ins does seem loose in pocket, but the patient did not report any changes in weight gain or trauma to the ins site. A replacement recharger would be sent to rule that out. It was suggested to obtain xrays to see if the ins is flipped and the potential that he ins may be too deep. No further complications were reported/anticipated.

Manufacturer narrative:
Product ID 97754, serial# (B)(4). Product type recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that the patient was able to get a replacement recharger and now everything was working well. No further complications were reported or anticipated.